Event description:
It was reported that the right ventricular (rv) lead triggered a warning for a high number of low impedance measurements. Normal results were found during in office evaluation. The patient continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).